Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0bm3w, implanted: (B)(6) 2013, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient wanted to know what was wrong with her implant. She stated that therapy only lasted for one or two days and then it did not work. She would have a return of symptoms, like it used to be before implant. She had been reprogrammed two to three times since implant and it still did not work. The last time the patient checked the implant was ¿about six months ago¿ and she forgot it. She stated there was no point in checking it since she only got one or two days of relief. She also did not know where the programmer was. She knew when therapy was on with the ¿tingling feeling.¿ the patient had no falls or trauma since implant. No interventions or outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.